Event description:
It was reported that the customer's insulin pump alarmed during the prime process. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk. The device was received with missing end cap sticker.